Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The image processor board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system's image would shake on both monitors. No pt injury was reported.